Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer), insufficient latex strength, low/non-uniform rubberize thickness, wire pressing technique, stripping technique etc. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2024, at 04:00 hours, the nurse noticed during night time ward rounds that the patient's urinary catheter was dislodged, and examination of the catheter revealed the cause of the dislodgement to be seepage from the catheter bladder, which led to the dislodgement of the urinary catheter. It was immediately discontinued and replaced with another product.